Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to intermittent loss of capture (loc). It was replaced with a non-(B)(6) lead. No additional adverse patient effects outside the revision procedure were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).